Manufacturer narrative:
Device used for treatment, not for diagnosis. Date of event: canavese, f; et al (2016) evaluation of upper extremity function of displaced diaphyseal humeral fractures in children treated by elastic stable intramedullary nailing: preliminary results. This report is for an unknown titanium elastic nail (unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: canavese, f; et al (2016) evaluation of upper extremity function of displaced diaphyseal humeral fractures in children treated by elastic stable intramedullary nailing: preliminary results. Journal of pediatric orthopaedics b, 25:5, 399-405. This is a retrospective study to evaluate the outcome of displaced humeral shaft fractures in children and adolescents treated with elastic stable intramedullary nailing (esin) from september 2010 to may 2014. The study included 16 patients (12 males and 4 females). All patients were surgically treated within 3-48 hours from the time of fracture using titanium elastic nail (synthes, europe, france). All fractures were reducible by external maneuvers under an radiographic image intensifier and stabilizable be esin. All patients were older than 6 years of age with the oldest at 11 years of age. All patients underwent clinical and radiographic follow-up for at least 12 months. There was one case of infection was identified. Note the patient suffered a fall and developed secondary displacement 10 days after index surgery. This patient underwent hardware removal, closed reduction and fracture stabilization by esin. One case of refracture presented 3 months after index surgery and underwent closed reduction. One case the patient experienced osteomelitits and hardware removal. None of the patients showed signs of growth arrest or disturbances bases on clinical and radiological assessments. All children were able to return to daily life and sport activities without discomfort and residual pain. This report is 2 of 3 for (B)(4). This report is for an unknown titanium elastic nail and refers to the serious injury of case 12, male patient who experienced osteomyelitis and hardware removal.